Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reported that the touchscreen would not calibrate. The customer contacted product support and ordered parts. The customer reported that the unit was not in use on a patient. The customer ordered a touchscreen to address the reported issue.